Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medication identity was not updated in the station. The customer reported that pockets were rearranged on the station but were not updated in the report, and that three items moved to the tower were still not registered, along with multiple communication issues. A technical support specialist (tss) confirmed that there were no issues on their information technology side and noted that a reboot was scheduled. After receiving permission to access the station, the tss reviewed the communication status and checked the database synchronization logs for all stations. The tss found that stations ccup, edp, fbcp, msup, or1, and or4 were experiencing retry errors where information could not upload to the server, and the logs were not updating. For station, the last database synchronization update showed a retry error. The tss took down station and confirmed the error in the sync log as a failure to execute a database operation related to an insert, with uploads halted and the system polling for the flag. The tss followed the knowledge article (ka) 'retry -insert into purge.purgestatistics', identified that the dispensing device key was null, executed the required query on the station, and monitored the synchronization with no further retries. The tss then rebooted the station, had the customer verify functionality, and changed the database recovery mode to simple. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user removed outdated medication from the medication list, but the medication still remained on the list. User informed it happened in multiple stations. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.